Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and the keypad was peeling. Investigation revealed that the ¿up¿, ¿down¿ and contrast buttons were unresponsive while the ¿ok¿ button responded properly. Upon removal of the keypad cover, contamination was found under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.